Manufacturer narrative:
H10: the actual device and photograph of the sample were provided for evaluation. The visual inspection of the provided photo showed several brownish particles in the header cap. The visual inspection by naked eye of the product showed the product was dry. Several brownish particulates were observed to be injected in the header cap. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after opening package and before priming with a polyflux 170h set, red particles were observed inside of blood header. There was no patient involvement. No additional information is available.